Event description:
Hcp reports removal of dbs device due to infection. Hcp reports pt presented with symptoms of infection including redness, swelling and drainage of the lead track. A culture was obtained of the device pocket and the blood which produced staph growth. The pt did not have meningitis. The pt was treated with IV antibiotics and underwent total device systems explant. The device was explanted, but not returned to the manufacturer for analysis. The hcp reports the infection has resolved.